Event description:
During a meniscus repair procedure using a fast-fix 360 curved ndl delivery sys, it was reported that the device pre-deployed. Although the complainant left the suture in the meniscus, it is unknown if the anchor was removed. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved ndl delivery sys device was returned for evaluation. The device was returned without the shelf carton, patient labels, IFU, suture or t¿s. The device was visually evaluated and the actuator rod is located in the t1 deployment position. The depth straw was also reviewed and no issues with the condition of the straw were identified. The device was functionally tested and no issues were identified. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacturing process can be established. No future harm is anticipated as a result of the retained suture. (B)(4).